Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy and pain at the ipg site. X-ray imaging revealed migration of the left lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates x-ray imaging confirmed both leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2026, wherein both leads were replaced and the ipg pocket was repositioned to address the issue.

Manufacturer narrative:
Correction: a4 - the patient weight should have been 105 pounds rather than 115 pounds.